Event description:
The customer reported that would not stop fluoroing and displayed communication failure. This is consistent with an intermittent system lockup. There was no uncommanded x-ray. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not duplicated. The power supply connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.